Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The patient had not charged prior to surgery and the physician elected to replace the ipg with no suspected malfunction. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.